Manufacturer narrative:
The lead is not available for analysis and could therefore not be examined. The information provided regarding the lead was recorded by our quality management as complaint and is used to evaluate and, if necessary, improve the safety and reliability of our medical products.

Event description:
After an implantation time of 30 months, a shock delivery was reported. A subsequent interrogation of the device was no longer possible. The device was explanted and returned to biotronik. During the revision, damage was observed in the distal region of the right-ventricular lead. There is no indication this lead was explanted or capped. Aside from the shock delivery, which was followed by loss of consciousness, no deterioration of the patients state of health was reported. The event date was not provided.